Event description:
Revision surgery was performed on (B)(6) 2026 due to disassembly of components. Previous surgery was performed on (B)(6) 2025 and following components were implanted: smr reverse liner + 6 mm (part number: 1360.50.820, lot. 24at5p8, sterilization n. 2500009). Smr connector small std (part number: 1374.15.310, lot: 2500907, sterilization n. 2500027). Smr glenosphere ø 36mm (part number: 1374.09.111, lot: 2506966, sterilization n. 2500066). Smr metal-back glenoid small (part number: 1375.21.020, lot: 2435106, sterilization n. 2500053). Smr cementless finned stem (part number: 1304.15.210, lot: 2102161, sterilization n. 2100078). Some months after original surgery the above-mentioned reverse poly liner was found loose. During revision surgery liner was explanted and replaced with a new one from same lot. Surgery was completed as intended. Patient is a male, date of birth on (B)(6) 1940. The event occurred in unites states.

Manufacturer narrative:
Explanted component was discarded therefore not available for testing. Review of manufacturing and sterilization records did not highlight any pre-existing non conformity on the involved lot relevant to the issue. From follow up communication with sales representative it was learned that loose liner was detected during revision surgery but no indication of component damage was reported by surgeon. No pictures of explanted component was shared to confirm its condition and x-rays were not made available. No issues during original surgery were reported either. The manufacturer will submit a final report as soon as the investigation is completed.